Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for infection. Sternal wound culture was positive for yeast and candida and driveline site was positive for staphylococcus lugdunensis on (B)(6) 2021. For sternal wound, the patient was put on micafungin intravenously and had incision & drainage with removal on sternal wires on (B)(6) 2020. The cultures were negative on (B)(6). The patient was on wound vacuum-assisted closure (vac) through (B)(6) 2020. For the driveline infection, the patient was on cefazolin intravenously with decrease in drainage. Oral cephalexin was ongoing. Both cultures have resolved and the left ventricular assist device (lvad) operated as intended.